Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic with complaints of muscle stimulation. The left ventricular lead exhibited an impedance issue. No intervention or additional information available.